Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported 'defective keypad, buttons not working' was confirmed during evaluation. Evaluation observed keypad to not function as intended; using a known good keypad component, device was found to function as intended. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced defective keypad and the buttons were not working. There was no patient involvement. No additional information is available.